Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) regarding the patient. It was reported that the patient's stimulation system was malfunctioning and the patient was no longer receiving therapy. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for post laminectomy pain. It was reported that the patient¿s spinal cord stimulator (sscs) device was ¿poking out and not alleviating the pain¿. The hcp was transferred to the national answering service to page a manufacturer representative (rep). It was asked but was unknown if this was considered to be a sudden or gradual change in therapy/symptoms. The event date was asked but was unknown. No further complications were reported/anticipated.